Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2017 with the following findings: during testing, the battery compartment was observed to be cracked. Unr elated to this issue, the keypad was torn on the right side of the "up" arrow button (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 1/04/2017.